Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: investigation summary: the described issue was unconfirmed. Without use of the pointer tool the described issue cannot be confirmed. Additionally, it was found that the user is not mounting the robot to the bedrail which can be linked to improper handling by the user. With the available information and the allegation of a cut being inaccurate a single root cause could not be established. Root cause summary: the investigation found no issues or defects, because the pointer tool was not used. Therefore, the most probable cause for the described issue cannot be established as no defect was found.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device it was noticed that the cuts, predominately chamfer cuts had been over resected more than usual the past couple of weeks, sometimes by 2-4 mm. There were two cases today where this occurred. The over resections are verified both with the pointer and visually by the surgeon and reps. There were no other event dates provided other than today. There were no delays in the procedure reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.